Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's pod site reaction and need for medical attention. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns "if an infusion site shows signs of infection immediately remove the pod and apply a new one at a different site. Contact your healthcare provider and treat the infection according to instructions from your healthcare provider," and advises "check the site for signs of infection, such as pain, swelling, redness, discharge or heat."

Event description:
Patient reported that he had a reaction to the adhesive including itching and redness. Patient went to the doctor. His doctor diagnosed the reaction as an allergic reaction and prescribed topicort. Customer wore the pod for over 48 hours.